Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the output readings were low. Analysis did find the upper and lower cases, side bail covers and battery drawer broken and the ring cover contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had low output readings. Technical services noted that the output diodes were "bad." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had low output readings. Technical services noted that the output diodes were "bad." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.